Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was not working. Using the programmer, it was determined that the stimulation was off. They stated that they did not know the stimulation was off and had accidents for 1.5 weeks. The therapy was then turned back on and they felt the stimulation. Troubleshooting resolved the reported issue. There were no further complications reported or anticipated.

Event description:
Follow up information received from the patient reported that they went to their doctor on (B)(6) 2020 where they adjusted their ¿settings back¿. Their assistant had turned ¿it up¿ on program 7 and the doctor moved it back down on program 3. The patient stated that they had problems in the morning as it ¿just floods out¿. They were currently on program 3 at 1.9 volts and they had just turned it up. The patient stated their doctor mentioned they might need to run an impedance check. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient met their physician on (B)(6) 2020 and (B)(6) 2020. The patient was not aware of turning the stimulation off, but they now know to only use the button on the right side. They were showed what switch to leave on and the event was resolved. The patient also noted that the stimulator did not help them through the night. They would stand up and urine would just run out. They went back to the doctor three times and there had been three adjustments from the doctor. Nothing was working, even after adjusting the numbers.